Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report sent.

Event description:
On (B)(6) 2004, an ams artificial bowel sphincter was implanted. It was stated that the entire device was removed on (B)(6) 2010, due to erosion and infection. Pt's outcome was stated to be "satisfactory progress." No complications were reported.